Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer's blood glucose level was impacted. The customer reverted to alternate diabetes therapy.